Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient had difficulty in pulling out the guidewire during PICC placement, and after pulling out the guidewire, it was found to be split and open in the mid-section, and the placement was unsuccessful. During the patient's puncture, the blood vessel spasmed. When the guidewire was withdrawn, in addition to finding the guidewire bifurcation, there was concern that the patient had a broken guidewire in his body, so an x-ray was taken, and did not reveal any guidewire shadow (residual) in the patient's body. No other impact was caused to the patient. The guidewire was not broken into two or more segments. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, the patient had difficulty in pulling out the guidewire during PICC placement, and after pulling out the guidewire, it was found to be split and open in the mid-section, and the placement was unsuccessful. During the patient's puncture, the blood vessel spasmed. When the guidewire was withdrawn, in addition to finding the guidewire bifurcation, there was concern that the patient had a broken guidewire in his body, so an x-ray was taken, and did not reveal any guidewire shadow (residual) in the patient's body. No other impact was caused to the patient. The guidewire was not broken into two or more segments. No other information was provided.